Event description:
The bolt holding the sling-bar onto the scale unit of the lift broke while lifting a (B)(6) patient off of the bed. The patient was approximately 6" off of the bed when event occurred. There was no patient impact.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction. A follow up report will be sent once the customer discloses their investigation.